Event description:
The patient experienced hypoglycemia and seizure; no medical treatment was provided.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient's mother reported that she administered more insulin than was required because she had not activated the pump " insulin on board" feature. This feature calculates the efficacy of insulin remaining in the body following a bolus. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that there was no activity outside normal use. The pump was exercised for 29 hours with no insulin delivery issues. A review of the pump settings confirmed that the iob feature was set to three hours. A normal 10 unit bolus was performed during testing and was correctly reflected in the iob. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.